Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was blank display. The customer¿s blood glucose was 123 mg/dl at the time of the incident. It was reported that the customer does not want to troubleshooting for blank display as they had replaced. It was reported that they had crack on the screen of insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Also, blank display due to complete damaged to the lcd glass.